Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unknown blade/unknown lot number. Original implant date unknown. Device is not expected to be returned for manufacturer review/investigation. Original therapy date unknown. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a trochanteric fixation nail (tfna) on an unknown date and a revision surgery on (B)(6) 2016 due to the helical blade cutout. The tfna was removed (blade, nail and locking screw). A total joint modular restoration was started but the femur cracked, x-ray was taken (not available). The surgeon used a 15 hole broad plate and cabled the femur. The bone fragments were retained to aid in healing. The total joint procedure was abandoned due to blood loss and patient instability. The surgeon proceeded with a girdle stone procedure (removal of the femoral head and rise in the acetabulum). Surgery was delayed several hours. The procedure was not successful and patient outcome unknown. No additional information available. This complaint involves 1 device. Concomitant devices reported: nail (part # unknown, lot # unknown, quantity 1), locking screw (part # unknown, lot # unknown, quantity 1). This report is 1 of 1 for com-(B)(4).